Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriate tachy shocks on various dates due to episodes of supraventricular tachycardia. It is mentioned that these inappropriate therapy shocks were given due to atrial undersensing. Atrial sensitivity was set to automatic gain control 0.6mv which is unusual. It was suggested to optimize atrial sensitivity by measuring the undersensed p-waves on the stored episodes that gave inappropriate shocks. There is no evidence of therapy exhaustion. This device remains in service and there is no actual confirmation if this device was reprogrammed. No additional adverse patient effects were reported.